Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation was attempted however, the pacemaker (pm) failed to be interrogated via inductive telemetry. Premature battery depletion was noted on the device. The physician explanted and replaced the pm. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.